Manufacturer narrative:
It is indicated that the product is not returning for evaluation. Therefore, a review of the entire in-house testing history of the lot was performed. In-house testing on the reported strip lot met release criteria. The product performed as expected. The manufacturing records for the lot were reviewed and the lot met release specifications. Although an improper technique was identified in the complaint, a root cause could not be determined. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Report received of discrepant inratio values. Patient's therapeutic range 2 - 3. On (B)(6) 2016 inratio inr = 5.7; retest inratio inr = 2.6 four hours between tests. On (B)(6) 2016 inratio inr = 4.6; retest inratio inr = 5.1 two hours between tests. On (B)(6) 2016 inratio inr = 4.6 no reported adverse patient sequela.